Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. After testing it was concluded that the device operated within specifications.

Event description:
It was reported that the customer was previously hospitalized due to diabetes ketoacidosis, and the caller did not disclose the events details at this time. During the call, the spouse mentioned having three boxes of reservoirs to exchange. While processing it was determined that the prescription was expired. The prescription was faxed to the doctor and received, and then three boxes of reservoirs would be shipped. No further information was provided.